Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2006, 2088 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the right ventricular (rv) lead was fractured and that the right atrial (ra) lead was fractured a well. It was noted that during extraction the active fixation mechanism was/were not able to disengage. Multiple tools were used to free up and extract the rv lead and ra lead. The leads were then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited high/undefined impedances and that there was declining ventricular sensing on the right ventricular (rv) lead. It was also noted that the patient had symptomatic bradycardia resulting in hospitalization due to the performance of the ra lead. No further patient complications have been reported as a result of this event.